Event description:
During routine check of the intraosseous (io) drill, it was found not to work. The nurse tested the drill but it was not operational at all. The drill had been operational (on a patient) within the prior week, and functioned appropriately. The drill was maintained as usual.======================manufacturer response for intraosseous drill, ez-io (per site reporter).======================will assess drill when it is received. Replacement drill will be provided.